Manufacturer narrative:
The customer-stated problem was confirmed during the service repair process. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement. .

Event description:
(B)(4). Issue: keypad. Analysis: several cracks on flex cable noted. Main issue gnd 5th trace open. Open gnd causes all keys to be non-functional. Location of open on flex: at connector bend (noted several nicks/cracks). Part will be processed to qe. Rework: yes. Replace tc10008458 door/keypad. Disposition: lvp to be routed to service for normal process. (B)(4.) Replaced keypad & front door. Missed tat investigated. (B)(4).